Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2020. The most recent information was received on 29-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain in the pelvic region on the side of essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2000 and tubectomy (due to ectopic pregnancy) in 2000. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("frequent headaches"), menorrhagia ("haemorrhagic periods"), metrorrhagia ("blood discharge between menstrual periods"), pollakiuria ("urinating often, more than 6 times/day , up to 2 times a night ") and breast discharge ("fluid discharge from the breasts"). At the time of the report, the pelvic pain, headache, menorrhagia, metrorrhagia, pollakiuria and breast discharge had not resolved. The reporter provided no causality assessment for breast discharge, headache, menorrhagia, metrorrhagia, pelvic pain and pollakiuria with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain in the pelvic region on the side of essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2000 and tubectomy (due to ectopic pregnancy) in 2000. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("frequent headaches"), menorrhagia ("haemorrhagic periods"), metrorrhagia ("blood discharge between menstrual periods"), pollakiuria ("urinating often, more than 6 times/day, up to 2 times a night") and breast discharge ("fluid discharge from the breasts"). At the time of the report, the pelvic pain, headache, menorrhagia, metrorrhagia, pollakiuria and breast discharge had not resolved. The reporter provided no causality assessment for breast discharge, headache, menorrhagia, metrorrhagia, pelvic pain and pollakiuria with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.